Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that the device was activated on (B)(6) at 2:00 pm; his blood glucose was 100 mg/dl. Four hours later his bg had risen to 486 mg/dl. A correction bolus with the pod was not successful, but a correction with a syringe was. At 8:00, the pod alarmed and was removed.